Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient reported their heart rate was low and they were concerned their device "wasn't working properly". The implantable pulse generator (ipg) remains in use. No further patient complications have been reported as a result of this event.